Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bariatric bypass procedure, after creating an entero-entero anastomosis at the end of the stapling the surgeon found a leak point on the methylene blue test it was necessary to suture the entero-entero anastomosis reinforce the staple line. This led to an extended hospitalization of one night for prevention.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of four videos of a device and its respective staple line. A visual inspection of the returned videos noted that a reload can be seen to be fired and lay a staple line. During inspection of the staple line, it can be seen to be leaking. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.